Manufacturer narrative:
Follow up #1 submitted: 05/08/2013, device evaluation: on examination, the keypad was noted to be fully intact without damage. On testing, the contrast and ok buttons had normal response and the remainder of the buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The audio bolus button was noted to be torn and unresponsive. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The audio bolus button cover was removed and revealed contamination under the button contact. Testing of the audible sound level was not able to be completed due to the unresponsive nature of the audio bolus button.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up arrow button had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.